Event description:
It was reported; patient has always had some pain since surgery, but when patient told they were on the recall list, the pain became debilitating. Surgery revealed that both the shell and femur were well-fixed so the surgeon changed the insert and head and removed some scar tissue.